Manufacturer narrative:
Analysis of the lead (s/n: (B)(4)) found that the device was found broken at the proximal butt joint. Fdc 77 pertains to the lead (s/n: (B)(4)). Fdm 10, 23, 26, 37, 38 and fdr 114, 452 pertain to the lead (s/n: (B)(4)).

Manufacturer narrative:
(B)(4).

Event description:
The manufacturer representative (rep) reported a broken lead. It was reported that the lead and stylet were stuck therefore the stylet broke when pulling out of the lead. The issue was identified when the doctor was preparing to implant the lead. The lead was placed to the side to be sent back and another lead was used in its place. The issue was reported to be resolved at the time of the report. No symptoms were reported. If additional information is received, a follow up report will be sent.